Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead did become dislodged. This was evident in loss of capture. The boston scientific local area sales representative confirmed that the discharge check a couple months prior had been fine. There were no adverse patient effects associated with this clinical observation beyond the unplanned surgical intervention that was required to address the issue.

Manufacturer narrative:
This lead was surgically repositioned. No further information is expected.